Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device ran while in safe mode. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
The complaint was confirmed by the repair technician through functional evaluation, disassembly, and visual inspection. The flex socket assembly was damaged.

Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device ran while in safe mode. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.